Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken proximal clevis at the tip of the proximal clevis. One piece is missing and was not returned, measuring roughly 0.5mm x 0.5mm in size. The proximal clevis does not show abrasions or scratches on the outer surface. The instrument was found to have a broken distal clevis near the yaw pulley. One piece was missing and not returned. The distal clevis shows abrasions or scratches on the outer surface. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had a defective plastic at the tip of the instrument. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: no functional, mechanical, or physical issues were observed with the instrument, as it was never used in the operating room.